Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading low and blood glucose meter was reading 180 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in okay condition.